Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) popped while inside the patient. Hemostasis was achieved by manual hold for less than thirty minutes. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. At this site, they pull and lock the syringe after they inflate balloon and lock stopcock so they only have to do the ¿s¿ (stabilize) and ¿d¿ (deflate) at the end. The balloon did not lose pressure during prep. The balloon lost pressure inside of the patient. The balloon lost pressure after being pulled to the arteriotomy. After the first bump before the second bump was felt, everything pulled out, it did not stop at the second bump (a.k.a. Arteriotomy). A 5f non-cordis sheath was used. The femoral artery was a difficult access. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was vessel tortuosity. There was presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s in training and almost certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received connect to the device, and the procedural sheath was not returned for analysis. The stopcock was found in the open position, and the balloon was found fully deflated. The sealant and advancer tube remained in their manufactured positions. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was presence of calcium at the vicinity of the puncture site and vessel tortuosity) and/or concomitant device factors (which was not returned) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the device. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) pooped while inside the patient. Hemostasis was achieved by manual hold for less than thirty minutes. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. At this site they pull and lock syringe after they inflate balloon and lock stopcock so they only have to do the ¿s¿ and ¿d¿ at the end. The balloon did not lose pressure during prep. The balloon lost pressure inside of the patient. The balloon lost pressure after being pulled to the arteriotomy. After the first bump before the second bump was felt everything pulled out, it did not stop at the second bump (aka arteriotomy). A 5f non-cordis sheath was used. The femoral artery was a difficult access. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was vessel tortuosity. There was presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s in training and almost certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.